Event description:
While on vacation I purchased a pack of face mask(s)(10) manufactured by bella + canvas, product code (B)(4). The packaging is not see-through and thus prevents evaluation of the product quality. The mask(s)(?) Are little more than shaped pieces of jersey with slits cut for ear surrounds. Given the current reasons for buying/wearing masks in public, I consider the masks totally inadequate, except perhaps as a disguise! I believe the product should be withdrawn. The manufacturer does provide a disclaimer on the product package, which in my opinion is not adequate, it should provide a warning. The manufacturer's web page, <https://shop.bellacanvas.com/collections/masks/products/daily-face-cover?variant=32383520800877>, offers further insight as to perhaps why the product is offered for sale to the public, citing in jargon that serves only to mystify this private citizen (and I suspect many others who take the time to read it), reprinted here for (your) clarity: "the product has been authorized by FDA under an eua for use as source control by the general public as well as by hcp in healthcare settings as to help prevent the spread of infection or illness during the covid-19 pandemic. The product has not been FDA cleared or approved. This product is authorized only for the duration of the declaration that circumstances exist justifying the authorization of the emergency use of medical devices, including alternative products used as medical devices, during the covid-19 outbreak, under section 564(b)(1) of the act, 21 u.s.c. § 360bbb- 3(b)(1) unless the authorization is terminated or revoked sooner." FDA safety report ID# (B)(4).